Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's grandmother reported via phone call that her grandson was hospitalized on (B)(6) 2016 with blood glucose of 412 mg/dl. Customer had symptoms such as ketones, vomiting and ear infection. Customer was hospitalized for diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was not returned for analysis.